Event description:
It was reported that there was noise on the right ventricular (rv) sensing circuit and the impedance was jumping to high levels. The set screw was found to be fine and the lead appeared normal through the analyzer, so an unknown header connection issue was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.